Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that on (B)(6)2016, they were implanted with the device. They stated that the manufacturing representative (rep) present at that the implant was not able to get the device to take a charge, and explained that it was possibly due to the swelling from the surgery. On (B)(6)2016, another manufacturing representative tried to get the device to take a charge, but with any slight movement, the coupling bars would decrease to only 1 or 2 bars. The patient also noted that it was over-heating, and would not take a charge. On (B)(6)2017, the patient met with another manufacturing representative regarding the same problems, and the rep replaced the battery in the programmer. The patient stated that all of the reps showed the patient how to recharge, and recharging seemed to work when they were in the office with the reps. However, when the patient got home, they couldn¿t get recharging to work. They indicated that their issues with recharging their device have not been resolved. The patient got so upset and frustrated that they have discontinued the use of their device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient hadn¿t been using her stimulator (ins) because when she first got the implant, they went back 4 or 5 times because they couldn¿t get the ins to charge. The consumer reported that they got frustrated and stopped using/charging the ins. The consumer reported that the patient last felt stimulation almost a year ago. The patient hadn¿t charged the ins in almost a year. The consumer reported that the patient went 6 times to have them check it and would get so upset about it. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their trial device gave them some relief, so in (B)(6) 2016, they had a permanent device implanted. The patient stated that since then, they have had nothing but trouble trying to charge the device. The patient was initially told to charge about 3 hours per week. Starting the charging process, they were able to charge with 6-8 coupling bars. However, if the patient moved the bars will drop to 2 or 0. They stated that they tried charging at a lower rate, but in about 1.5 hours it would overheat and they would have to take the recharger off. The patient stated they have seen the manufacturing representatives on 5 different occasions, and they keep showing the patient the same thing. Upon returning home, the patient still has not been able to get the device charged. The patient noted they turn off their stimulation every day and charge for an hour until it gets fully charged. They mentioned that it took over a week to get it to fully charge. They then ran it for 2 days, and when they tried to recharge to full again, it would not charge at all. The patient finally stated that they do not believe they have ever gotten to use the device continuously for an extended period of time, because it has been so difficult and frustrating to try and recharge. The patient noted they have quit using the device for a while, and is not sure what to do next. No further complications were reported. The patient was implanted for spinal pain.